Event description:
It was reported that the user consumed a very carbohydrate-heavy meal, announced the meal, then ran out of insulin in the ilet pump, after which blood glucose rose to 401 mg/dl and later fell rapidly upon reconnection; the pump displayed 17 units of insulin on board, and the user paused delivery due to concern about a potential low. Symptoms included headache and hyperglycemia followed by a rapid glucose decrease, with a measured blood glucose of 129 mg/dl at the time of the call. Outcomes included user counseling to monitor glucose closely and to resume appropriate insulin delivery rather than pausing, given that automated modulation had already reduced delivery. Investigation included troubleshooting and user education regarding insulin-on-board interpretation, automated insulin suspension, and safe management after a large meal with prior insulin depletion. Investigation of this case revealed that hyperglycemia was attributable to a large meal combined with running out of insulin, with subsequent rapid glucose decline due to insulin administered before depletion and upon reconnection; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including insulin supply exhaustion and potential underestimation of meal size, with device functioning as designed.